Event description:
It was reported that the patients ipg was not holding a charge. It was also reported that in order to get pain relief, the patient needed to turn up the stimulation which resulted in feeling buzz sensation and then caused more pain. The patient was prescribed with pain medications and will undergo a revision procedure. Additional information was received that the patient experienced pain at the ipg site due to thinning of the skin over the scar incision over her ipg. No further information could be obtained despite good faith efforts. Additional information was received that the patient underwent an ipg replacement procedure.

Event description:
It was reported that the patients ipg was not holding a charge. It was also reported that in order to get pain relief, the patient needed to turn up the stimulation which resulted in feeling buzz sensation and then caused more pain. The patient was prescribed with pain medications and will undergo a revision procedure. Additional information was received that the patient experienced pain at the ipg site due to thinning of the skin over the scar incision of the ipg.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge. It was also reported that in order to get pain relief, the patient needed to turn up the stimulation which resulted in feeling buzz sensation and then caused more pain. The patient was prescribed with pain medications and will undergo a revision procedure.